Event description:
It was reported that during the patient set-up, the collimator cover detached and made contact with the patient. The hospital physicist inspected the collimator cover bracket and identified that the two lock screws on the bracket were missing. No serious harm to the patient is reported, and no patient data provided.

Manufacturer narrative:
Upon service visit, it was identified that two locking screws were missing. The machine in question is fitted with a double latch mechanism (designed for the mark multi leaf collimator) to secure the collimator cover in place. The locking mechanism is very reliable and requires operation of both latches depressed simultaneously (with locking screws removed) while rotating the collimator cover in order to release it for servicing of components located in the head of the machine. Users also have the option to remove the cover for self-servicing, as needed. It can be deduced that the cover was removed at some point and inadvertently not secured properly with the locking screws when reinstalled, as the two locking screws were missing upon the service visit. The local varian field service representative (fsr) placed an order for locking screws. Upon receipt of the locking screws, both screws were secured to the latches and the cover was re-secured to the collimator. Varian has come to a decision to report incidents involving covers detaching, which has on two occasions lead to medical intervention (x-ray and CT scans). It is possible that reported issue could lead to an incident if the issue recurred. However, in multiple reports of this type of incident, no serious harm and/or no medical intervention beyond examination and diagnostic testing has resulted. No additional follow-up to this MDR is expected.